Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. As a result, customer experienced shaking and a loss of consciousness and was unable to self-treat. The wife removed the sensor and treated the customer with orange juice to increase glucose levels. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and the sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, and observed cracked sensor neck upon visual inspection of the plug assembly. Watermark was not observed at the base of the tail. Issue is not confirmed to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.